Event description:
Report of a pt death at hospital via the facility and police. Police and facility visited 02/2002 to examine ms16a involved in the incident. Alleged overinfusion of diamorphine (exact time of death unknown). Terminally ill pt receiving diamorphine set at 2mm/hr. Syringe found to be empty after 2 hours instead of 24 hours. Pt died in 2002. Cause of death unknown. Also it was noticed that the syringe was displaced in the pump which had a cover fitted.